Event description:
It was reported by the physician that the patient suffered an infection post implantation and that the facility where the implant occurred has (B)(6) at the time of the patient's surgery. It was noted the patient was treated for the infection and the patient began titration of the vns settings up to 0.5ma. It was noted the weekend after the increase the patient went into status epilepticus and had to be admitted into the ic at the hospital. It was later noted the patient had a surgery, for an unknown reason, on (B)(6) 2016. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution. Additional information was received from the physician's office. It was explained the patient was initially implanted on (B)(6) 2016 and both the lead and the generator were explanted on (B)(6) 2016. It was explained the patient was first brought into the emergency department on (B)(6) 2016 and fluid was seen over the generator site. A culture was taken and came back positive on (B)(6) 2016, at which point the patient was started on antibiotics. The physician saw the patient a few days after the antibiotics were started and he appeared to be doing better. However, the patient was later admitted on (B)(6) 2016 and the patient's seizures were observed to have worsened to above pre-vns baseline levels around (B)(6) 2016. It was noted either late night on (B)(6) 2016 or early morning on (B)(6) 2016 the patient had gone into status. The patient came out of status on (B)(6) 2016, but remained an inpatient as it takes a while to come out of the induced coma patients are put in due to a status epilepticus event. It was noted the patient began having fevers to which the only possible cause was thought to be the infection, so the patient was referred for explant. The patient had a full explant on (B)(6) 2016 and was discharged from the hospital on that day. The patient has been seen since (B)(6) 2016 and is noted to be doing well and his incisions were looking good. It was explained that the patient has had status events before and it is not out of the norm for him. It was also noted the actual cause of the increase in seizures to the status epilepticus event is unknown. However, the infection could not be ruled out as a contributing factor as it would have lowered the seizure threshold, but that is not believed to the sole cause of the patient going into status. The physician's office further explained they did not believe the vns contributed to the increase in seizures or status event.